Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of that was "high" (specific value was not provided). Cause was not known. Customer preformed a site change to address bg level. Ultimately, customer reverted to manual injection for insulin therapy. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.